Event description:
As reported by the user facility: 69 day old premie lipids infusing, multiple downstream occlusions. Nurse said that when it alarmed total volume infused was showing 6.93 ml, after acknowledging the alarm and restarting that went down to 6.82. Total volume listed when pump pulled was 6.84 ml, pump should have infused 12.81 ml in this time period. Infusion started at 2305 running at 1.83 ml/hr (dose 0,149 g/kg/h. Pump taken out of service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 and 11:05pm an infusion start of 1.83ml/hr and 36.6ml (dl: lipid20). Confirmed many downstream occlusion alarms during infusion, with infusion being stopped on (B)(6) 2024 and 6:05am with volume infused to 6.84ml with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.